Event description:
It was reported that a volume discrepancy was discovered at a refill on the date of this report; the actual residual volume (arv) was 10ml while the expected residual volume (erv) was 5.0ml. The cause of the discrepancy was unknown. Actions required as a result of the event and diagnostic testing/ troubleshooting consisted of a catheter dye study performed on (B)(6) 2014. The health care provider (hcp) was unable to aspirate from the side port. The patient was not having any withdrawals from morphine or any change in her pain and it was confirmed there were no patient symptoms reported. The hcp decided to watch the outcome with the next refill and if there was still a discrepancy he would refer the patient for a catheter revision. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver morphine. It was later reported that the cause of the discrepancy remained unknown. Upon the attempt to aspirate out of the catheter access port there was no csf (cerebrospinal fluid) seen. The procedure was aborted. It was however reported when asked what the cause of the difficult aspirating was that there was ¿no problem aspirating¿. Additional clarifying information has been requested however it was not yet available as of the date of this report; a follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
On (B)(6) 2014, information was received from the representative confirming that there had been difficulty aspirating from the catheter access port (cap).